Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pads. The area was described as a red rash with blisters. It was reported that the patient had a nickel allergy and that a nurse was using a powder on the area. During a follow-up with the patient, it was reported that the nurses also gave her hydro-cortisone cream and the rash was improving.